Event description:
The account alleged the air compressor will not turn on when he tries to operate an air system function. The accounts maintenance found the left coiled cable was cut exposing bare metal wires.

Manufacturer narrative:
Repairs have not been completed.